Event description:
Generator revision surgery occurred. The explanted devices were discarded by the explant facility.

Event description:
Clinic notes were received reporting the vns battery is at 15-20% and the patient is being referred for replacement. The mother is concerned about loss of power of the vns and the patient is having more frequent seizures. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Follow-up from the patient¿s caregiver (B)(6) 2017 provided that she had 2 grand mal seizures in the 2 weeks prior and had to be administered versed and go to the hospital. The mother claims it ¿is the monsoon season and the patient always has seizures during this period.¿